Event description:
It was reported that the pressure tubing tip broke inside the transducer stopcock during use. No patient complications reported.

Manufacturer narrative:
The product evaluation lab received one incomplete single dpt kit. Pressure tubing was missing from the kit. Attached IV line was intact. Zero- stopcock male luer had been broken at the middle section. The broken tip of the luer was missing. Rough and uneven edges were noted at the broken luer. Physical appearance of the damage was not consistent with misform during molding process. The drawing did not call for bonding at this connection.